Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the infusion set cannula was bent. Customer's blood glucose was high but was unknown. Device alarmed multiple no delivery alarms. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer will not be returning the device for analysis.